Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, they experienced blurry vision. During the postoperative visit, the patient's pressure was 2 mmhg. Medications were prescribed and additional checks will be performed. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of blurred vision and hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative hypotony and worsening of visual field loss are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).